Event description:
The customer contact, reported a leak; subsequent blood loss was noted. The tubing set was to be used to deliver an unspecified volume of blood, at an unspecified rate, for a duration of 3 hours, via a plum pump. After an unspecified length of time, solution leaked "in between the luer lock and the tubing" and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.